Event description:
It was reported that there was a lead integrity alert on the right ventricular lead for high sensing integrity counters and high rate non-sustained tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.